Event description:
During left ventricular (lv) lead implant, the guidewire was unable to be removed from the lv lead. A new lead was implanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of withdrawal difficulty of the guidewire from the left ventricular (lv) lead was confirmed. As received, a complete lead was returned in one piece with a guidewire stuck inside the lead lumen. Visual inspection found ptfe coating of the guidewire stripped off and inside the connector pin and connector region. At the same region, x-ray inspection revealed the inner coil bunched up and pulled back proximally. The cause of the reported event was isolated to the ptfe coating of the guidewire inside the connector region with the inner coil bunched up and pulled back proximally consistent with damage occurring at the time of procedure.